Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure, an insulation defect was noted on the right ventricular lead. The physician noted it is unknown whether the procedure caused the damage. All electrical measurements were stable. The lead was temporarily fixed with suture sleeve and silicone adhesive and was explanted and replaced in a separate procedure. The patient is in stable condition.